Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with failed displacement test due to motor encoder signal out of phase. Model 712 does not have sensor feature, unable to verify for change sensor alarm. No error alarms noted.

Event description:
It was reported that the insulin pump gave two error alarms. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.